Event description:
The patient had rising impedance in the single lead, and was suspected of having a lead fracture, so was evaluated for lead replacement surgery. The cardiologist's report indicates: rising ventricular lead impedance from 1450 to 1975 over the past month or two. No history of ICD shocks. The patient underwent laser lead extraction: "the existing lead was freed from its adhesions to the fibrous capsule of the pocket down to its insertion site. A stylet was passed down the lead and active fixation device withdrawn. This was a quadripolar lead with dual coils. Traction on the lead, alone, failed to dislodge the lead. Accordingly, the lead was amputated and a laser locking stylet passed down its course. Even with traction with the locking stylet, we failed to dislodge the lead; therefore a 16-french excimer laser was mobilized. Using the laser technology, the lead was removed in its entirety."...with a dilator and introducer inserted, we advanced a new quadripolar dual coil electrode. We guided it out the right ventricular outflow tract and into the floor of the right ventricle. It was seated in several locations within the floor of the ventricle until adequate pacing thresholds could be obtained and these were as follows: r waves of 10 millivolts, impedance of 540 ohms and a threshold of 0.8 volts at 0.5 milliseconds pulse width. This was satisfactory. The lead was secured to the chest wall and hemostasis assured. The lead was placed back in the header of the device, st. Jude model 1311-36q. There were no complications.